Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-mar-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 3 had failed due to a loose cable connection. A field service engineer cleaned, tightened, and applied conductivity grease to all connections on the micro switches to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower door 3 failed. The customer stated this malfunction caused a delay in dispensing medication to patients, since the user was able to retrieve the medications from the pharmacy. However, there were no adverse events or injuries reported based on this event.